Event description:
The physician had a difficult time moving the separator back and forth. There was no pt injury; it was just ineffective. The merci device was used as well and it was also ineffective.

Manufacturer narrative:
Technical eval: the catheter did not return for eval. The returned separator had a permanent kink of the distal tip past the separator bulb. This is not unusual in a used device. The separator bulb was within specification. There were no other abnormalities observed for this unit. Conclusion: the incident could not be confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l14347). All appropriate inspections were completed per process monitoring requirements or 100% inspects where required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Od sampling was within tolerance. The parts released in this lot met process requirement.